Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post filter deployment, the patient scheduled for the inferior vena cava filter retrieval. The whole wire was positioned and advancing the retrieval device, which would not engage the tip of the filter. Multiple projections were made. Subsequent venogram revealed, the apex of the filter, appearing to be embedded in the vena cava. The filter could be grasped along its struts and mild tension was applied attempting to dislodge the tip of the filter. However, it was afraid to pull too hard to tear the vena cava. After multiple unsuccessful attempts, the end of the filter cannot be grasped to draw into the catheter. The sheath was withdrawn, and pressure was held for several minutes with no significant bleeding. Therefore, the investigation is confirmed for the filter retrieval. Per medical records, multiple attempts were made to engage the tip of the filter using wire but were unsuccessful due to apex of the filter appearing to be embedded in the vena cava. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. (Expiry date: 02/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to high risk of pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful open abdominal procedure. The current status of the patient is unknown.